Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Exact date of post-operative device breakage and non-union is unknown. Additional product codes for this report include hwc. The original implant procedure was performed on an unknown date. During the explant, only the proximal portion was successfully removed. The distal portion of the plate was left in situ. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: june 24, 2013. A review of the device history records revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or reworks noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. One non-conformance report was generated for a quantity discrepancy on the certificate of conformance (c of c). The c of c was corrected. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to a broken variable angle locking compression (va-lcp) anterolateral distal tibia plate and an identified non-union. The proximal portion of the broken plate and four (4) cortex screws were explanted intact. The distal portion of the broken plate and an unknown number of screws, however, remained implanted. The patient was then revised to an intramedullary tibia nail and screws. A reaming issue was encountered during insertion that required a second incision, but the procedure was ultimately completed successfully. This report will address the reason for revision only. The intra-operative event involving reaming will be captured in and reported under (B)(4). Concomitant device(s) reported: cortex screws (part/lot: unknown / quantity: unknown). This report is 1 of 1 for (B)(4).